Event description:
The account alleged that a patient caught their pants leg on the brake steer pedal on the foot of the stretcher and fell and were injured.

Manufacturer narrative:
The technician investigated the alleged incident and found no issue with the stretcher. The account stated the patient was standing up after lying on the stretcher and as they swung their legs down their pant leg became hooked onto the brake pedal on the foot end of the stretcher. The patient lost their balance and fell forward. The account has not released any information regarding the alleged incident at this time. The account will release a copy of the incident report when it is completed.